Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 114 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was not able to complete rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unable to confirm compromised force sensor system alarm and unable to perform displacement test, rewind test, basic occlusion test, compromised force sensor system test, excessive no delivery test and occlusion test due to detached end cap.